Manufacturer narrative:
Reference number: (B)(4) exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Event description:
Reference complaint (B)(4), according to the reporter, the patient has experienced injury as a result of use of the product.

Manufacturer narrative:
Reference number: (B)(4). Exemption number: e2013003 covidien is submitting this report on behalf of cr bard, inc., (importer). Cr bard reference number: (B)(4). H6: patient code(s) - 1800, 1930, 1928, 2348.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Per additional information received, the patient has experienced stress urinary incontinence, pain, infection, unspecified urinary problems, unspecified bowel problems, dyspareunia, uterine prolapse, focal tubal metaplasia, adenomyosis, leiomyoma, paratubal cyst, blood loss, genuine stress incontinence, intrinsic sphincter deficiency, apical support defect, cystocele and rectocele (prolapse), recurrence, and required nonsurgical and additional surgical interventions.